Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the motor keeps stopping and the message motor defective appears, followed by connect motor even though the motor is still connected. The error can be reproduced in shaver blades mode. No negative impact in state of health reported.